Event description:
A valve, sm8 and catheters were implanted a year ago. As the pt suffered from hydrocephalus, the surgeon decided to change the pressure setting. He then realized the proximal catheter had been split into two around spinous process where he thinks the catheter would not be cut. He exchanged the catheter, but could remove only the half of it which was connected to the valve. The other half of the catheter could not be removed and stays in the pt's body. He would like to know the reason of this event. In his opinion, the shape of the lumbar puncture needle is not good and that might have caused a small damage on the catheter first, which got bigger later. (B)(6): a year ago, the surgeon said that the lumbar puncture needle was difficult to get connected to the lumbar catheter. He therefore has been using other company's needle lately.